Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive sars results for 1 asymptomatic consumer. The consumer communicated that they have continuously tested positive with quickvue otc since february. The consumer was unable to provide further details and clarification regarding the total number of tests used. No alternate/confirmatory testing had been completed.